Event description:
The surgeon had performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris pst/tfs total hip system. Mako was informed that the pt experienced a second dislocation on (B)(6) 2014, as well as one 30 days prior. On the date of this report, a revision procedure was performed by the surgeon. The surgeon suspected that the cause of the dislocations was due to impingement of the femoral stem. The 36mm acetabular liner was removed, and replaced with a 40mm high wall liner and a 40mm femoral head.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event was initiated at mako surgical. The rio session files were reviewed. All values were found to be within acceptable tolerances. The date suggest the rio operated as expected. The femoral stem and head components chosen by the surgeon (djo micromax stem, djo head) are not designed to be used with mako's restoris pst acetabular cup and the rio total hip application. This was determined to be the likely cause of the event.